Event description:
Additional information received reported after the bolus was stopped the patient was kept in the clinic for about 45 minutes to make sure he did not have any adverse symptoms. The patient was then continued on his infusion on his regular daily dose. As of the date of this report, the manufacturer representative had not heard anything from the patient since he had left the clinic the day of the event. It was unknown how the patient was currently doing. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8591-38, lot# d20366, implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Event description:
It was reported that the physician programmed a single bolus of 1.198mg over 30 minutes, which was more than they wanted. The patient' normal daily dose was 1.198 mg/day. The bolus ran for 15 minutes before the pump was programmed to stop mode to cancel the bolus. It was noted that the patient would have received half of the bolus that was programmed. No patient symptoms were reported. The device system was used to deliver hydromorphone (dilaudid). Additional information has been requested, but was not available as of the date of this report.